Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency neurovascular treatment procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed a force sensor error. The fse solved the issue by replacing the c-arm force sensor. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system propellor geometry movement was not available.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.